Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), nervous system disorder ("neurological disorders"), musculoskeletal pain ("joint and muscle pain"), fatigue ("chronic fatigue"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and visual impairment ("visual disturbances"). The patients were treated with surgery (400 women underwent essure removal along with uterine tubes removal and potentially the uterus). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, nervous system disorder, musculoskeletal pain, fatigue, ear disorder, pharyngeal disorder and visual impairment outcome was unknown. The reporter considered ear disorder, fatigue, menorrhagia, musculoskeletal pain, nervous system disorder, pelvic pain, pharyngeal disorder and visual impairment to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 19-oct-2017 for the following meddra pt: pelvic pain: n° 5432 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 19-oct-2017 for the following meddra pt: pelvic pain: n° 5432 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.